Manufacturer narrative:
(B)(6). (B)(4). This device is not approved for sale in USA but a similar device with catalog#1553201035 and 510k# k113174 is approved for sale in USA. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Level implanted: th10-iliac, pso at l1 levels it was reported that on (B)(6) 2015, a patient underwent revision surgery. Post-op, rods on the both side were broken at l1/2 level. The product came in contact with the patient. The revision surgery was scheduled on (B)(6) 2015 to replace the rods with 4 rods construct. No patient complications were reported. Revision surgery was performed for upper adjacent vertebral fracture on (B)(6) 2014 (original spinal system was replaced with another spinal system and pso with pm conducted l1) the surgeon thinks the rod got broken because union was not obtained.